Event description:
A surgeon reports a "secondary energy too low" error message on the screen of the laser system during a surgical procedure. The procedure was interrupted at 15%, but completed later the same day. No pt injury was reported. No additional info has been received.

Manufacturer narrative:
During the onsite investigation, the territory manager (tm) checked the laser system and found no technical problem. The system was operating within specification. The tm discovered the laser system was only used once a week and advised the surgeon to first let the laser shoot for a longer time before performing an energy check because the power will then be more stable. A review of the logfile confirmed the reported system message and showed the treatment was interrupted because the pedal was released. The treatment was interrupted at 15% competition, then completed later on the same day. (B)(4).